Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that the bur got hot and allegedly burnt through the surgeon's glove. There was reportedly no injury to the patient or doctor, however, there was a delay of about 15 seconds.